Manufacturer narrative:
The infection was initially reported via alternative summary reporting. Information was later received the patient is deceased. Accordingly, this is reportable via a 30 day regulatory report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtbb1d1 ICD; implanted: (B)(6) 2014.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed and replaced. It was later reported the patient never recovered from the infection and ended up passing. Additional information was requested but not received. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.